Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction was updated. On (B)(6) 2025, the patient experienced a discrepancy between continuous glucose monitoring (cgm) and blood glucose meter (bgm) readings. The dexcom cgm reported a blood glucose level of 225 mg/dl, while the patient believed their actual level was closer to 100 mg/dl based on their bgm. Acting on the cgm reading, the patient administered 8 units of insulin. Shortly afterward, the patient began experiencing symptoms of hypoglycemia, including shaking, and called emergency services at approximately 10:00 am. Paramedics arrived at 10:15 am and transported the patient to the hospital. Upon arrival, the patient's bgm reading was confirmed to be 100 mg/dl. In the emergency department, the patient was treated with IV fluids and received two large syringes of d50 (dextrose 50%), although the exact dosage could not be recalled. During the hospital stay, the patient was unable to calibrate the dexcom sensor due to a sensor error message. The patient remained in the hospital for approximately four hours to stabilize blood glucose levels and was discharged at 1:00 am on (B)(6) 2025. During a follow-up call, the patient reported feeling better and stable. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient¿s estimated glucose value (egv) was reported as 225 mg/dl. There was no documentation indicating whether the patient experienced symptoms or performed a confirmatory bg check at that time. In response to the egv, the patient administered 8 units of insulin. Sometime later, the patient began experiencing shaking and called 911. There is no documentation regarding the behavior of the display device during this period (e.g., egv readings, alerts, or alarms). Upon arrival, emergency medical services (ems) recorded a bg reading of 100 mg/dl. The egv at that time was not documented. At the hospital, the patient was treated with intravenous (IV) fluids and received two large syringes of dextrose 50% (d50). The bg level at the time of hypoglycemia treatment was not recorded. The patient was unable to calibrate the cgm device while hospitalized due to a ¿brief sensor issue¿ error message. The patient remained in the hospital for approximately four hours. At the time of this report, the patient was feeling fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.